Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4 )which confirmed no similar complaints with the same or related failure mode. Stated that there was no patient involvement.this reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device.

Event description:
(B)(4). (B)(4) need assistance for 8015 s/n (B)(4) is showing error code 35-0-316 would like to know what this error mean. I told bill this the error code need to re-flash firmware on the 8015 device. He will go ahead and get this re-flash by the bd field service who is coming next work. I also offered to show him how to flash the device but does not have a copy of the cd software.